Manufacturer narrative:
The field service representative checked sample, reagent, sipper, and mixer alignments. He verified the gear pump pressure and liquid level detection. He performed mechanical checks and replaced the measuring cells. The customer's qc was within range.

Event description:
There was an allegation of questionable elecsys ca 15-3 ii assay results for 6 patient samples on a cobas e 601 module. Patient 1: the initial result was 90 u/ml and the repeated result was 16.38 u/ml. Patient 2: the initial result was 64 u/ml and the repeated result was 20.67 u/ml. Patient 3: the initial result was 96 u/ml and the repeated result was 26.55 u/ml. Patient 4: the initial result was 40 u/ml and the repeated result was 10.71 u/ml. Patient 5: the initial result was 36 u/ml and the repeated result was 20.96 u/ml. Patient 6: the initial result was 58 u/ml and the repeated result was 21.65 u/ml. The initial results were reported outside of the laboratory to the doctor, who questioned the results and the samples were repeated. The repeated results were obtained on (B)(6) 2022 on a different e602 module. The repeated results were believed to be correct. The reagent lot number is 571770. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not have any alarms. The calibration signals were slightly lower than expected but did not appear to affect the performance of the calibration. The customer indicated that there were no instrument alarms on the date of the event. The customer performed qc and precision tests with acceptable results. There was no indication of a performance issue of reagent or instrument. The cause of the event could not be determined.